Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact, non-penetrating nicks, observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as surgical impact. Split in patch area assessed as a workmanship.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Fi: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, observed split in patch area (ss), it is out of specification per qa199.04. This finding is not related with the reported event. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect during the trend review of all split in patch complaints for gel breast implants for the period of jul-2020 through jun-2022, was noted an outlier in nov-2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.